Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, how many devices demonstrated the alleged deficiency in each procedure? Snapping: # does not maintain its shape: # are the products available to be returned for evaluation? If yes, please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, "I am writing to formally lodge a complaint regarding the performance and quality of the vicryl 0 (vcp102) and vicryl 2 (vcp101) sutures currently being supplied to our facility. Historically, our surgical teams have relied on the quality of codes w9441 and w9440. However, since transitioning to the new vcp codes, we have observed a significant and unacceptable decline in material integrity. Our surgeons have highlighted the following critical failures during active procedures: the suture material does not maintain its shape or tensile strength under standard surgical handling. Most alarmingly, the sutures are frequently cutting off or snapping during knot-tying and tissue approximation. Due to these reliability issues, several of our lead surgeons are now hesitant to use these products, fearing compromised surgical outcomes and increased operative time. Given that these issues directly impact patient safety and surgical efficiency, we request the following: 1. Please confirm if there have been changes in the manufacturing process or coating between the w-series and the vcp-series. 2. We would like to know if these issues are isolated to specific lot numbers or if this is a known performance variance with the new codes. 3. We would like to discuss returning our remaining stock of vcp102 and vcp101 in exchange for a reliable alternative or a credit to our account.". No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: specimens are discarded already and not available for return.